Manufacturer narrative:
Updated fields : b4, b5, b6, b7, d10 g3, g6, h2,h6(health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions ), h11. Corrected fields: e1(event site name, event site address). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to confirm the autofill failure. After extended operation, no error message "pressure loss appeared". The unit passed all tests as per manufacturer's specification.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure and displays an error message. There was no patient involvement reported.

Event description:
It was reported that in cardiosave intra aortic balloon pump the balloon failed to inflate, there was no patient harm or injury.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). Event site phone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10, e1 (event site address line 2).